Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation wasn¿t working the way it used to ever since her ICD (implantable cardioverter defibrillator) went off/shocked her 1.5 months ago. It was reportedly not ¿vibrating¿ the way it used to (it was clarified vibrating was referring to stimulation). It was noted the patient was not feeling stimulation in the same way as she used to. The patient reportedly had her stimulation adjusted last month. It was noted that stim worked for a couple of days and then it stopped again and the patient wasn¿t feeling stim any longer. The patient was feeling a little stim/tingling today. The manufacturer representative (rep) increased the voltage and the patient felt stim like it used to feel. The patient reportedly used her patient programmer (pp) to adjust stim. Impedances were within normal range the day of the current report. The rep was going to educate the patient around changing the stim level and make sure the patient had a good understanding.